Manufacturer narrative:
The device was manufactured from (B)(6) 2018 - (B)(6) 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) units of 4000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the edge of the middle port. The leaks were discovered during setup and preparation. There was no patient involvement. No additional information is available.